Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer got no delivery alarm. Troubleshoot was performed. Customer performed a 5.0 unit fixed prime. Customer reports the insulin exited. Customer's current blood glucose value was 350 mg/dl and the blood glucose was 575 mg/dl at the time of incident. Troubleshooting was performed and treated with shots and pump. The customer admitted to hospital on (B)(6) 2018. The blood glucose value when admitted to hospital was 575mg/dl. The customer complained about hyperglycemia and diabetic ketoacidosis. The customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer could not able to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08705 inches. No excessive no delivery alarms noted. Device received with minor scratched display window and case.